Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. A review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer's report: 1627487-2010-01775. The pt received his scs system on (B)(6) 2007. It was reported the pt had high impedances on the implanted lead. As a result, the ipg could not provide enough output to cover the pt's pain. The pt requested a system replacement. The physician had advised the pt that the high impedances were an anatomical problem not a product problem; however, the pt persisted. The ipg and lead were explanted and replaced. The explanted system was returned to the manufacturer for analysis. Follow up on the pt found the new lead also had high impedances; the new system remains in use.